Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided one photo of part of the product lidstock for lot#71f18j0795 for evaluation. Visual examination of the photo confirmed the lidstock said both "contains latex" and "latex free." A device history record review was performed and no relevant findings were identified. The customer reported issue of "latex" and "latex-free" on the lidstock was confirmed through visual examination of the customer-supplied photo. This misprint occurred during the packaging process; therefore, the probable root cause of this issue is packaging related. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports: conflicting information regarding product containing latex. Sticker label on packaging says latex free and package label says contains latex. The issue was noticed by the staff prior to insertion.

Manufacturer narrative:
(B)(4). The device (with catalog# ca-11142-a) is not intended for sale in the us. Similar device/component sold in the us.

Event description:
The customer reports: conflicting information regarding product containing latex. Sticker label on packaging says latex free and package label says contains latex. The issue was noticed by the staff prior to insertion.